Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product for evaluation. If the product is returned, lfs will evaluate it and inform FDA if product does not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.